Event description:
I have the essure sterilization device surgically implanted in my tubes during a partial hysterectomy. I have had continued chronic pelvic pain and discomfort, increase chronic migraines and episodes of blood in my urine. As a result of the new information available regarding the device my physician had decided to remove the device, which requires that I have another surgery. The essure device made by bayer is not the best alternative for women and they need to know before they are given this device as an option.